Manufacturer narrative:
Analysis of the pump found the pump motor had gear train anomalies of corrosion and-or wear and-or lubrication and stall due to shaft-bearing and gear wheel 3. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the motor stall was not determined. The patient's baseline weight was (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone 20mg/ml for a total dose of 15.040mg/day and clonidine 270mcg/ml for a total dose of 203.05mcg/day via an implantable pump for malignant pain and bone cancer. It was reported the patient came into the clinic for a scheduled visit and told them they noticed a beeping sound two days ago. The patient had no signs of drug withdrawal, but felt a little sleepy and dizzy. The patient removed all devices from their environment and realized the beeping was coming from their pump about 8 pm (B)(6) 2017. The patient did report a gradual increase in pain. On (B)(6) 2017 device interrogation/telemetry revealed a motor stall occurred on (B)(6) 2017 at 22:09 with no recovery. The patient was scheduled for a pump replacement in (B)(6) due to elective replacement indicator (eri) of 4 months. The device diagnosis was a pump motor stall and the clinical diagnosis was increased pain. Interventions included the pump was explanted/replaced on (B)(6) 2017. The pump was to be returned to manufacturer. The outcome of the event resolved without sequelae on (B)(6) 2017. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2017. No further complications were reported/anticipated.